Event description:
The customer stated that the folate controls, run on the architect i2000sr analyzer, are high. The customer decontaminated the analyzer and recalibrated and received acceptable results. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.